Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of cutter was not cutting very smoothly during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows product label that matches the reported lot number and a transformer I/a. The reported issue could not be confirmed from the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported when a patient was scheduled for vitreoretinal surgery, the handpieces were not functioning as expected and were not aspirating the cataract. There were no error messages, occlusion bells, or any indication on the system. The tip of one handpiece appeared to have a foreign body stuck in it, there was no patient contact. Each time this issue occurred, the handpiece was removed from the sterile field and replaced with a new one to complete the procedures without causing harm to the patient.